Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined and the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a medwatch report from the u.s. Food and drug administration, mw5111943. The user facility reported that infection prevention performed respiratory scope culturing on their scopes. They used a borescope to observe the internal channels of two scopes, and both scopes had red particles on the entrances, immediately as the borescope was inserted. The customer assumed these particles were from the red foam tip protectors that are put on after high-level disinfection is performed. In addition, there were large amounts of water/condensation in the bf-h190 (subject device). The condensation appeared to be on the outside of the channel. There was no growth from any of the four sample cultures that were taken. There was no report of patient or user impact as a result of this issue. Further follow-up with the reporter indicated they culture all scopes on an annual/semi-annual basis for baseline surveillance. Although four scopes were cultured, only two had the reported red particles. The reporter confirmed with the applicable department that to the best of their recollection, all reprocessing steps were followed. This report is being submitted for the issue with the first scope, bf-h190 (evis exera iii bronchovideoscope, serial number (B)(4), under the medwatch with patient identifier (B)(6). The issue with the second scope, bf-p190 (evis exera iii bronchovideoscope, serial number (B)(4), is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device is not being returned to olympus at this time. The investigation is ongoing. If additional information is received, this report will be supplemented accordingly. Device not returned.